Manufacturer narrative:
The most recent calibration had acceptable results. It was noted that the centrifugation time seemed too low and the spin was too low. The field service engineer checked the probe alignments, wash stations, and bead mixer. The field service engineer also ran an analyzer performance testing in which he received acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a low elecsys pth immunoassay result from the cobas e 411 rack immunoassay analyzer. The initial result was 27 pg/ml. On (B)(6) 2019 the retest results were 277 pg/ml and 277 pg/ml. The sample type was an edta plasma. The physician questioned the result due to clinical picture. The retest results of 277 pg/ml were believed to be correct. The questionable results were reported outside the laboratory. The reagent lot number was 401100 with an expiration date of 31-aug-2020.